Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that during use the 840 ventilator upper screen was reddish. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The service engineer (se) inspected the device. The se replaced the graphic user interface (gui) printed circuit board (pcb) and the backlight inverter pcb .

Manufacturer narrative:
Covidien reference number: (B)(4). The customer replaced the graphic user interface (gui) printed circuit board (pcb), the backlight inverter pcb and the ventilator was returned to use.

Event description:
It was reported that at the time of the reported issue the ventilator continue to ventilate.